Event description:
A balloon developed a leak on the first inflation at six atms during an iliac angioplasty procedure of a possibly calcified lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a possibly calcified lesion which may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."